Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Device was not returned.

Event description:
It was reported that implant was unable to be place due to the cortical bone was very dense, more than doctor expected. During the implant (bnpt5410) seating process using a ratchet extension (ire200u), doctor suspected that the implant internal threading might have been damaged. Implant was removed and site was bone tap allowing a new implant to be placed successfully. No serious injury has been reported at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain universal ratchet extension implant driver long (ire200u) was not returned for investigation. Visual evaluation of the as returned implant identified that the device external and internal threads were in good condition. Through dimensional analysis and comparison to drawings, the implant was determined to be within design specifications. Pre-existing condition noted on the per was high bone density type I. The implant was being placed on tooth # 12 when the incident occurred. X-ray or picture images were not provided. DHR review could not be performed for the instrument since the lot number was unknown. Additionally, a year-long complaint history review by item number (ire200u) was performed for similar events and no complaint about nonconforming products was identified. May post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, tool (ire200u) malfunction could not be verified as it was not returned.